Event description:
New information received notes it is believed that the noise was from the lead and not the device. The device was replaced due to its high output for the right ventricular lead and the battery was used more than the normal due to the right ventricular lead issue.

Manufacturer narrative:
A complete lead was returned in one piece that measured 59.7 cm. Electrical testing was performed and the lead failed the hi-pot test. Inner insulation abrasion was noted at 23.2 cm to 23.3 cm from the connector pin. The cause of the reported events was isolated to over tighten suture tie.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room after clinic received a merlin alert that noted low lead impedance on the right ventricular lead via merlin.net. Programming changes were made but did not solve the issue, noise caused intermittent pacing briefly. It is unknown if the noise was caused by the lead or the device. The lead and device were explanted and replaced. Patient was fine before, during, and after the procedure.